Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received.

Event description:
It was reported by the contact that during a routine cartridge change, a minimum fill notification was received after filling the cartridge with 250 units. The customer loaded a new cartridge and resumed insulin delivery. The customer's blood glucose (bg) level was 129 mg/dl. Additionally, the customer reported having a bg level of 66 mg/dl earlier in the day and food was consumed to address the high bg. The contact did not know the cause of the low bg. Tandem technical support advised the contact to discuss the low bg event with a healthcare provider.